Event description:
Customer reported being hospitalized for dka. Customer stated that she had persistent high blood glucose levels prior to hospitalization. Troubleshooting performed and pump appeared to be operating as designed.